Event description:
It was reported to medtronic neurosurgery that three timesh 1.5 x 4 self-tapping screws broke during surgery. It was also reported that there was no pt injury.

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records was also not possible as a lot number was not provided. Additional device info: it was later reported that the screws broke where the thread starts.